Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated/tested and the customer's indicated failure mode for flow issues with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to lack of flow as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for flow issues with the incident lot was not observed. Evaluation/testing of the retain samples was also conducted and no flow issues were observed. Root cause description: based on the investigation, a root cause could not be determined, as the event could not be replicated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® safety-lok¿ blood collection sets experienced insufficient blood flow. The following information was provided by the initial reporter: material no. 367283, batch no. M01b1. Currently at our user facility, we're having an issue with the bd vacutainer safety-lok blood collection set. This seems to be isolated to lot number #8m01b1. The needle fills with blood but nothing flows through the tubing.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported that an unspecified number of bd vacutainer® safety-lok¿ blood collection sets experienced insufficient blood flow. The following information was provided by the initial reporter: material no. 367283 batch no. M01b1. Currently at our user facility, we're having an issue with the bd vacutainer safety-lok blood collection set. This seems to be isolated to lot number #8m01b1. The needle fills with blood but nothing flows through the tubing.